Manufacturer narrative:
(B)(4). Date sent: 01/12/2022. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: the account has misplaced the device. They have also not provided us with any additional information.

Event description:
It was reported that a patient suffered an anastomotic leak post lar procedure. Leak was believed to be from the cdh29p staple line.

Manufacturer narrative:
(B)(4). Date of event: only event year known: 2021. Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed?.